Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unsure if her settings were causing her high blood glucose level. Customer's blood glucose level was around 300 mg/dl but the same day her blood glucose level could drop to 35 mg/l. The insulin pump alarmed no delivery. The device was not returned.